Event description:
On (B)(6) 2007, pt underwent repair of mitral and tricuspid valves along with full left/right maze using the atricure clamp and isolator transpolar pen devices, due to long standing problem of atrial fibrillation. Operation was uncomplicated and tee showed satisfactory repair of both valves. She was discharged to a rehab unit on (B)(6) 2007. On (B)(6) 2007, she had a respiratory arrest and readmitted. An echo done, which revealed the repair itself was intact, but a very large regurgitate volume in the junction of the p2/p3. Upon return to surgery on (B)(6) 2007, it revealed a dehiscence of the annuloplasty ring. The physician noted that these were located precisely where the center flow of what was obviously the burn caused by the combination of the clamp and the pen which, by design, is to be carried to, but not through, the mitral valve annulus. He noted that the dehiscence of the valve leaflet caused the regurgitation, which was repaired with increased difficulty due to the dense adhesions, and complicated by the pt's morbid obesity. F/u via tee revealed completely satisfactory repair of the annuloplasty ring and intact posterior leaflet with no compromise of the central portion of the coaptation edge so there was no mitral regurgitation. Pt remained in nsr and discharged (B)(6) 2007 to rehab facility and subsequently discharge there.